Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral tubal ligation via fallopian ring). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian ring perforated essure implant /filling defect within the right uterine') and device breakage ('parts of the coil remained/ able to remove the coil in pieces with four or five attempt.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("difficulty in removal /e to remove the coil in pieces with four or five attempt."). The patient was treated with surgery (bilateral tubal ligation via fallopian ring). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered complication of device removal and device breakage to be related to essure. The reporter commented: essure insertion procedure in detail: both ostia visible and the essure device deployed. We were able to place the left coil without difficulty followed by the right coil. Anteverted uterus sounded to 8 cm. Bilateral ostia visualized. Smooth, normal-shaped cavity with no deformities. Left essure revealed five coils and right two coils. Essure removal details: findings: the uterus was boggy with several cm or less fibroids present and palpable in the fundus. The essure implant was easily visible at the right cornu just superior to the fallopian tube. The distal two thirds of the device was exposed and there was a small adhesion or the "device to the appendix. There was one filmy adhesion of the omentum to the anterior abdominal wall. The ovaries were normal in appearance. The left ovary bad a simple appearing cyst. The fallopian tubes were otherwise unremarkable. The appendix was visible. It was mildly firm in the distal two thirds but no evidence of inflammation. The liver edge was within. Normal limits. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right micro-insert is looped. The left micro insert appears satisfactorily positioned. The uterine cavity was filled there is a filling defect within the right uterine cornua and right side of the endometrial cavity. It is not clear if implant is within fallopian tube and tube was distorted in shape or implant has perforated the tube wall. It cannot be concluded that right fallopian tube was occluded. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "fallopian tube perforation". Device breakage and device removal complication added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian ring perforated essure implant /filling defect within the right uterine') and device breakage ('parts of the coil remained/ able to remove the coil in pieces with four or five attempt.') In an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device difficult to use "difficulty in removal /e to remove the coil in pieces with four or five attempt.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral tubal ligation via fallopian ring). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered device breakage to be related to essure. The reporter commented: essure insertion procedure in detail: both ostia visible and the essure device deployed. We were able to place the left coil without difficulty followed by the right coil. Anteverted uterus sounded to 8 cm. Bilateral ostia visualized. Smooth, normal-shaped cavity with no deformities. Left essure revealed five coils and right two coils. Essure removal details: findings: the uterus was boggy with several cm or less fibroids present and palpable in the fundus. The essure implant was easily visible at the right cornu just superior to the fallopian tube. The distal two thirds of the device was exposed and there was a small adhesion or the "device to the appendix. There was one filmy adhesion of the omentum to the anterior abdominal wall. The ovaries were normal in appearance. The left ovary bad a simple appearing cyst. The fallopian tubes were otherwise unremarkable. The appendix was visible. It was mildly firm in the distal two thirds but no evidence of inflammation. The liver edge was within. Normal limits. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right micro-insert is looped. The left micro insert appears satisfactorily positioned. The uterine cavity was filled there is a filling defect within the right uterine cornua and right side of the endometrial cavity. It is not clear if implant is within fallopian tube and tube was distorted in shape or implant has perforated the tube wall. It cannot be concluded that right fallopian tube was occluded.. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "fallopian tube perforation". Most recent follow-up information incorporated above includes: on 6-aug-2020: medical records received. Previously reported event "medical device removal" was updated to fallopian tube perforation was added. Event device breakage and difficult device removal added. Patient date of birth, reporter were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.